Event description:
Per affiliate: the pump had a blank display and no alarms occurred. It was informed that the customer was hospitalized with diabetic ketoacidosis. The nurse believes that the customer has handled the pump incorrectly.